Event description:
It was reported to philips that the system was not turning on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the machine was not powering on. Upon troubleshooting fse found that there was fault in flex vision pc hardware. To resolve this issue, fse replaced the flex vision pc hardware. The defective component was returned to philips for analysis and found the component that malfunctioned was the k2000d video card, specifically its vbios. The system was returned to use in good working order. The codes were updated based on the investigation outcome.